Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection verified the ruptured bladder. Microscopic inspection noted a marking on the exterior surface of the bladder near the rupture line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported problem was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of an infusor ruptured during filling. There was no patient injury or medical intervention associated with this event. No additional information is available.